Event description:
It was reported that when the nurse tried to remove the catheter to replace it, it had been in for a month, the balloon would not deflate. They had to send patient to the hospital to have it removed.

Manufacturer narrative:
(B)(6). The batch card(s) for the complaint lot(s) was reviewed and all samples passed 100% inspection. There was no actual or representative sample returned for investigation. Thus , no physical assessment was conducted. Non-deflation could be occurred due to various reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore , complaint is not confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the nurse tried to remove the catheter to replace it, it had been in for a month, the balloon would not deflate. They had to send patient to the hospital to have it removed.

Manufacturer narrative:
Qn#(B)(4). 3 pieces of representative samples were returned for investigation. From complaint description, it was reported that "when the nurse tried to remove the catheter to replace it (it had been in for a month), the balloon would not deflate. They had to send patient to the hospital to have it removed. "However, this rusch gold 2 way 30-soml silicone treated is wiped with silicone oil which suitable for short terms use basis only. The catheters then were introduced with 30ml of water using a 60ml luer tip syringe. The balloons could be inflated without any difficulties faced. No latex particle or other foreign particle seen within the balloon. The inflation eye was normal, and no collapse of the inflation lumen observed. Leaving the inflated balloon for 30 minutes showed no sign of leak on any part of the catheter. Deflations of the balloons by connecting empty luer tip syringe barrel to the valve were smooth , spontaneous and complete. Repeat of inflation and deflation using the attached syringe gave similar observation with no problem experienced. Based on the analysis carried out on the returned samples, the catheters were fully functional upon inflation and deflation test conducted. The balloons were able to inflate and deflate without any problem. Since there was no product dis-functionality issue observed based on reported failure, therefore this complaint could not be confirmed. However, non- deflation could be happened due to several reasons such as it was being bent or kinked during the usage, improper fixation of syringe to the valve or excessive pressure applied during deflation process. Besides that, clamping with hard object, heavy encrustation of salt deposits and the use of inflating fluids such as nonsterile water or saline also may lead to such problem. The balloon also should be deflated in a way of gentle aspiration of syringe without any force. Prior to deflation, ensure the foley catheter is positioned well for better balloon deflation. Proper procedure should be followed in order to reduce patient risk.

Event description:
It was reported that when the nurse tried to remove the catheter to replace it, it had been in for a month, the balloon would not deflate. They had to send patient to the hospital to have it removed.